Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("essure coil lodged in my sacral utero ligament before it was taken out/implant from my right tube (or part of it anyway) was found in my sacral utero ligament in the left side of my back/dislodged from my right fallopian tube lodged somewhere in body") and the second episode of device dislocation ("one of the clips had come out and migrated to the other tube") in a 40-year-old female patient who had essure (batch nos. 50512921 and 772500) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: not allergic to nickel. Previously administered products included for an unreported indication: birth control pills from 2005 to 23-jun-2011. Concomitant products included eszopiclone (lunesta) since 2010 for difficulty sleeping, sumatriptan (imitrex) since 2010 and topiramate since 2010 for migraine as well as aetas I met since 2005. In 2010, the patient experienced dysmenorrhoea ("left lower back ache during period each month") and uterine pain ("uterine pain"). On (B)(6) 2010, the patient had essure inserted and removed on (B)(6) 2011. A new essure was inserted on an unknown date. In 2011, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, 7 months 20 days after insertion of essure, the patient experienced pain ("severe and persistent pain / entire body IV pain / ache pain"), scar pain ("laparoscopic scars ache pain"), the first episode of procedural pain ("recovery from surgery pain") and malaise ("sick"). On an unknown date, the patient experienced the second episode of device dislocation (seriousness criterion medically significant), pelvic pain ("severe and persistent pelvic pain"), back pain ("back pain / left lower back pain"), fatigue ("chronic fatigue"), the second episode of procedural pain ("painful procedure done in to try and place an essure coil again"), migraine ("debilitating migraines severe migraines / migraines / migraines worse"), mental disorder ("essure caused and aggravated any psychiatric / psychological condition"), scar ("scar tissue"), adverse event ("pretty traumatic experience") and foot fracture ("broken foot"). The patient was treated with botulinum toxin type a (botox), naproxen sodium (aleve), oxycocet (percocet), ibuprofen (motrin), surgery (removal of right essure via laparoscopic surgery on (B)(6) 2011 and surgery (screw put in foot on (B)(6) 2011. At the time of the report, the last episode of device dislocation, pelvic pain, back pain, fatigue, the last episode of procedural pain, migraine, pain, scar pain, malaise, mental disorder, scar, adverse event and foot fracture outcome was unknown and the dysmenorrhoea and uterine pain had not resolved. The reporter considered adverse event, back pain, dysmenorrhoea, fatigue, foot fracture, malaise, mental disorder, migraine, pain, pelvic pain, scar, scar pain, uterine pain, the first episode of device dislocation, the first episode of procedural pain, the second episode of device dislocation and the second episode of procedural pain to be related to essure. The reporter commented: the other coil is still in left tube. Doctor informed that she cauterized tube around it since she could not remove due to scar tissue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Hysterosalpingogram - on 27-jan-2011: oe of the clips migrated tothe other tube . Lot number: 50512921 manufacturing date: 2010/04 expiration date: 2013/04. Lot number: 772500 manufacturing date: 2010/08 expiration date: 2013/08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-may-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("essure coil lodged in my sacral utero ligament before it was taken out/implant from my right tube (or part of it anyway) was found in my sacral utero ligament in the left side of my back/dislodged from my right fallopian tube lodged somewhere in body") and the second episode of device dislocation ("one of the clips had come out and migrated to the other tube") in a 40-year-old female patient who had essure (batch nos. 50512921 and 772500 / 50512921) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: not allergic to nickel. Previously administered products included for an unreported indication: birth control pills from 2005 to (B)(6) 2011. Concomitant products included eszopiclone (lunesta) since 2010 for difficulty sleeping, sumatriptan (imitrex) since 2010 and topiramate since 2010 for migraine as well as aetas I met since 2005. In 2010, the patient experienced dysmenorrhoea ("left lower back ache during period each month") and uterine pain ("uterine pain"). On (B)(6) 2010, the patient had essure inserted and removed on (B)(6) 2011. A new essure was inserted on an unknown date. In 2011, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, 7 months 20 days after insertion of essure, the patient experienced pain ("severe and persistent pain / entire body IV pain / ache pain"), scar pain ("laparoscopic scars ache pain"), the first episode of procedural pain ("recovery from surgery pain") and malaise ("sick"). On an unknown date, the patient experienced the second episode of device dislocation (seriousness criterion medically significant), pelvic pain ("severe and persistent pelvic pain"), back pain ("back pain / left lower back pain"), fatigue ("chronic fatigue"), the second episode of procedural pain ("painful procedure done in to try and place an essure coil again"), migraine ("debilitating migraines severe migraines / migraines / migraines worse"), mental disorder ("essure caused and aggravated any psychiatric / psychological condition"), scar ("scar tissue"), adverse event ("pretty traumatic experience") and foot fracture ("broken foot"). The patient was treated with botulinum toxin type a (botox), naproxen sodium (aleve), oxycocet (percocet), ibuprofen (motrin), surgery (removal of right essure via laparoscopic surgery on (B)(6) 2011) and surgery (screw put in foot on (B)(6) 2011). At the time of the report, the last episode of device dislocation, pelvic pain, back pain, fatigue, the last episode of procedural pain, pain, scar pain, malaise, mental disorder, scar, adverse event and foot fracture outcome was unknown and the migraine, dysmenorrhoea and uterine pain had not resolved. The reporter considered adverse event, back pain, dysmenorrhoea, fatigue, foot fracture, malaise, mental disorder, migraine, pain, pelvic pain, scar, scar pain, uterine pain, the first episode of device dislocation, the first episode of procedural pain, the second episode of device dislocation and the second episode of procedural pain to be related to essure. The reporter commented: the other coil is still in left tube. Doctor informed that she cauterized tube around it since she could not remove due to scar tissue. All of the events reported above began in 2010 and 2011. She had migraines before the essure was implanted but essure made them worse. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: oe of the clips migrated tothe other tube per medical records (B)(6) 2010 - essure insertion: hysteroscopic essure sterilization, excision of skin tag off of perineum. (B)(6) 2011 - essure removal - laparoscopic bilateral tubal ligation with bipolar cautery and removal of a essure coil lot number: 50512921 manufacturing date: 2010/04 expiration date: 2013/04 lot number: 772500 manufacturing date: 2010/08 expiration date: 2013/08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pmf and medical records provided. Outcome of migraine was changed to not recovered. Batch number confirmed. Per medical records:essure insertion and removal procedure (and dates). . Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("essure coil lodged in my sacral utero ligament before it was taken out/implant from my right tube (or part of it anyway) was found in my sacral utero ligament in the left side of my back/dislodged from my right fallopian tube lodged somewhere in body") and the second episode of device dislocation ("one of the clips had come out and migrated to the other tube") in a (B)(6)-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: not allergic to nickel. Previously administered products included for an unreported indication: birth control pills from 2005 to (B)(6) 2011. Concomitant products included eszopiclone (lunesta) in 2010 for difficulty sleeping and sumatriptan (imitrex) in 2010 and topiramate in 2010 for migraine. In 2010, 142 days before insertion of essure, the patient experienced dysmenorrhoea ("left lower back ache during period each month") and uterine pain ("uterine pain"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced pain ("severe and persistent pain / entire body IV pain / ache pain"), scar pain ("laparoscopic scars ache pain"), the first episode of procedural pain ("recovery from surgery pain") and malaise ("sick"). On an unknown date, the patient experienced the second episode of device dislocation (seriousness criterion medically significant), pelvic pain ("severe and persistent pelvic pain"), back pain ("back pain / left lower back pain"), fatigue ("chronic fatigue"), the second episode of procedural pain ("painful procedure done in to try and place an essure coil again"), migraine ("debilitating migraines severe migraines / migraines / migraines worse"), mental disorder ("essure caused and aggravated any psychiatric / psychological condition"), scar ("scar tissue"), adverse event ("pretty traumatic experience") and foot fracture ("broken foot"). The patient was treated with botulinum toxin type a (botox), naproxen sodium (aleve), oxycocet (percocet), ibuprofen (motrin), surgery (removal of right essure via laparoscopic surgery on (B)(6) 2011) and surgery (screw put in foot on (B)(6) 2011). At the time of the report, the last episode of device dislocation, pelvic pain, back pain, fatigue, the last episode of procedural pain, migraine, pain, scar pain, malaise, mental disorder, scar, adverse event and foot fracture outcome was unknown and the dysmenorrhoea and uterine pain had not resolved. The reporter considered adverse event, back pain, dysmenorrhoea, fatigue, foot fracture, malaise, mental disorder, migraine, pain, pelvic pain, scar, scar pain, uterine pain, the first episode of device dislocation, the first episode of procedural pain, the second episode of device dislocation and the second episode of procedural pain to be related to essure. The reporter commented: the other coil is still in left tube. Doctor informed that she cauterized tube around it since she could not remove due to scar tissue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: oe of the clips migrated to the other tube. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.